Event description:
Fill volume: 400 ml. Flow rate: 6 ml/hr. Procedure: shoulder surgery. Cathplace: supraclavicular continuous nerve block. (Please refer to 2026095-2014-00148/14/(B)(4) and 2026095-2014-00149/(B)(4)). Report 1 of 3. It was reported by the pain nurse that a pump completely emptied in less than 24 hours. The female patient underwent shoulder surgery and had a supraclavicular continuous block in outpatient surgery. The pump was filled with 400 ml of ropivacaine 0.2% and the flow rate was set to 6 ml/hr. The key was removed, so that the flow rate could not be changed. The patient's anesthesiologist replaced the pump, and it was reported that at this time the patient's nerves are still numb. There was no patient injury or med intervention.

Manufacturer narrative:
The device was reported not to be returning. A review of the device history records was conducted for the lot number reported. The device met mfg specifications at release. As no device was available for an eval and no methods were performed, results cannot be obtained. A review of the complaint data base was conducted, and this is the first incident reported for this lot number. The device was not returned to I-flow for eval; therefore, we are unable to determine a cause for the reported event. If additional info is received, I-flow will submit a follow-up report. A technical bulletin will be sent to the customer along with the closure letter. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.